Manufacturer narrative:
No injuries occurred as a result of the reported event. During the time of the reported event, user facility personnel unlocked the 5085 surgical table midcase to adjust the positioning of the table, as they went to relock the table they utilized the hand control which became unresponsive causing a second hand control to be utilized. The user facility did not utilize the table's auxiliary override systems as discussed in the operator manual. The 5085 surgical table operator manual states (pg. 5-22), "the steris 5085 srt surgical table is equipped with a backup hand control system. This system can be actuated at any time and allows table operation in the event of primary control malfunction. A pedal (foot pump to provide hydraulic power) and backup hand control are located in the table base behind cover panel and are used for table movements." Additionally, user facility personnel should not have unlocked the table with a patient present as stated in the operator manual. The 5085 surgical table operator manual states (pg. 1-2), "failure to engage the floor locks before placing a patient on or removing from the table or disengaging the floor locks while a patient is on the table during a surgical procedure could result in the table rolling unexpectedly during the procedure." A dta service technician arrived onsite to inspect the hand control subject of the reported event. The technician did not observe any visible damage on the hand control and confirmed that during the reported event no error message was observed on the hand control display. The technician tested the hand control's functionality, including the table lock command and found the control operational; no repairs were required. The reported event could not be duplicated. A dta associate performed in-service training on the proper use and operation of the 5085 hand control. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a 5085 surgical table's hand control became unresponsive when the table lock function was commanded. A brief procedure delay occurred as the user facility utilized a second hand control to lock the table. The procedure was completed successfully.